Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer had been battling with low and high readings in the last few days. The customer was treated for the low blood glucose with glucose tabs. Customer¿s blood glucose level in the last two hours was 210 mg/dl, took insulin to bring it down to 100 mg/dl, it was 286 mg/dl at the time of the call. The customer thinks it was the infusion set the scar tissue was hit when inserted the infusion set. The customer declined troubleshooting for the high and low readings. The customer will return the infusion set.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled, and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.